Event description:
A system error (se) 2240 alarm was identified in the logs during evaluation of a homechoice (hc) device. The system error occurred on (B)(6) 2010 during drain 2 of 5. A se 2240 (air in set) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was identified in the logs during evaluation of a homechoice (hc) device. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected.the root cause of the reported problem of is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.